Event description:
It was reported the physician attempted to perform an arthroscopic labral repair using the speedstitch magnumwire suture passer and cartridge. After passing the first stitch, removed the suture passer from the pt portal. Upon removal, the physician noted that the hooked distal end of the suture cartridge had separated from the body of the suture cartridge and was stuck in the pt portal. After 30 minutes of attempted arthroscopic retrieval, the physician was noted the wings on the hooked suture end had broken away from the hook itself. After an add'l 15 minutes, the physician was able to retrieve the two pieces of the suture cartridge from the pt portal. Once retrieved, the procedure was aborted. No repair was completed.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.